Event description:
I was disanosed with fungal keratitis. Following seeing my eye dr he advised to throw away my saline bottle, which was the bausch and lomb moistureloc, contact lens case, and contact lens that I was wearing when I noticed the irritation. The eye dr stated that I caught it in time and it could be treated with a strong antibotic called vigamox and a steroid prednisolone acetate ophthalmic. I contacted bausch and lomb regarding replacement of saline and contact lens and they stated that they could not do anything. I have worn contacts for over 20 years and have never had problems until this time when I used the moistureloc for the first time. I have always used bausch and lomb products and I have stopped using all bausch and lomb products at this time and have had no problems following giving my eye time to heal with the proper medication.